Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a hip surgery, an outer sleeve of triple trocar for distal locking screw got stuck on an aiming arm. Could not disengage even after the case. Inserted screw through outer sleeve and then removed inserter handle and aiming arm. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown insertion handle (part # unknown, lot # unknown, quantity 1), unknown distal locking screw (part # unknown, lot # unknown, quantity 1), unknown trocar (part # unknown, lot # unknown, quantity 1), unknown drill sleeve (part # unknown, lot # unknown, quantity 1). This report is for one (1) 125 degree aiming arm. This is report 2 of 2 for complaint (B)(4).